Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the du computer for the navigation system was replaced. During replacement, it was noted that the system could not complete the installation of the application software as the spinal application software would not launch. A second computer was shipped and replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The second computer for the navigation system was returned to the manufacturer for evaluation. Testing found the computer to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the computer of the navigation system was not operating as designed. It was reported that the surgeon monitor display was dimmer than intended. The staff monitor would only display the top quarter of the display in the application software and that the mouse was unresponsive to clicks from the user. It was noted that the mouse moved slower than intended as well. There was no patient present when this issue was identified. No additional information was provided.